Event description:
Instrument failure - a guide tap failure occurred during the surgery. The tap would not penetrate the glenoid. The surgeon stated that the tap appears to be dull and not functioning properly.